Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the battery was disconnected. They are thinking it wasn't properly pushed into the connector or possibly the device was dropped but we weren't able to find any signs of physical damage inside or on the outside chassis. To solve the issue, the battery can be reconnected. Although it cannot be confirmed, a usability issue is suspected as a potential root cause of this event. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.

Event description:
The following has been reported: error 53-0080 during infusion. Battery parameter in coulometer eeprom. Device due for pm in (B)(6). Found that battery wasn't connected to power board. No physical damage noted. Additional information received from fk investigator: "1. Patient was receiving an iron infusion 2. No harm incident 3. Battery was replaced as it was due for preventative maintenance. 4. Unfortunately, battery wasn't retained, but it was determined that we don't think it was a manufacturer's issue with the battery." Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.